Manufacturer narrative:
(B)(4). The miracle 6 guide wire was returned for evaluation. The returned guide wire was missing its tip and fractured at approximately 95mm from the proximal solder that was originally located at 110mm from the tip. Proximal to the fracture end of the guide wire, the coil wire was undulated and tightened due to accumulated torsion. Under the scanning electron microscope (sem), elongated dimples that aligned in counterclockwise were observed on the fracture surface of the coil. For observation purposes, the coil was unraveled to expose the underlying core wire. Helical marks made by accumulated torsion appeared on the surface of the core wire. On the fracture surface of the core wire, there were also elongated dimples that aligned in counterclockwise. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the guide wire. The accumulated torsion would accumulate on the guide wire likely when the wire tip was being caught and restricted its movement by calcium or subintimal space. When the stress exceeded the product design limit, it made both core and coil wires twist off, and therefore the wire tip became separated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi miracle 6 guide wire broke off during a ppi to treat a heavily calcified cto in the distal posterior tibial artery around the ankle. The guide wire was advanced with difficulty. The physician attempted to cross the lesion by gently applying pressure forward. He noticed the tip had detached when he pulled it back. The separated tip seemed to be stuck in the subintimal layer. Attempts were made to snare the separated tip; however, even the smallest 0.038-inch snare was unable to go into the lesion and the physician determined to leave it in the patient. Opening the proximal portion, the blood supply to the foot was reestablished via a big collateral. There were no adverse patient effects associated with the separation of the guide wire.